Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, drainage, pustules, and infection under entire patch area, which occurred one day after the sensor had been inserted in the abdomen. The parents reported that the patient was taken to urgent care and that reaction was treated with a prescription of unspecified oral antibiotics (twice a day for 7 days). At the time of contact, it was indicated that the patient's wounds are healing. No additional event or patient information is available.